Event description:
Ez way ceiling lift failed when engaged to lift the resident off of a shower chair. When engaged, the ez way ceiling lift separated at the union of the track causing the motor to disengage from the track. Resident fell to the floor and was struck in the head by the falling motor, resident sustained a subarachnoid bleed.